Manufacturer narrative:
An event of aortic valve stenosis post implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that post-implant the patient's gradient was higher. No intervention was required. Based on the available information, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a 27mm navitior vision valve was selected for implant. The valve was implanted. Post-implant the patient's gradient was higher. No intervention was required. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitior vision valve was selected for implant. The valve was implanted. Post-implant the patient's gradient was higher. No intervention was required. The patient status was stable.